Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with undersensing and false pause episodes on the implantable cardiac monitor. The patient presented to clinic on (B)(6) 2019 and programming changes were made. The patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the patient's implantable cardiac monitor could not be interrogated by a programmer. The device could send a remote transmission. The patient was to be monitored.